Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to abnormal operation of the pump. The ipp remained implanted and the tubing length was adjusted. The patient was stable following the procedure.